Event description:
A hospital in (B)(6) reported that an rt380 adult dual heated evaqua breathing circuit disconnected from the heater base. It was further reported that the patient experienced a desaturation. The hospital stated that the ventilator showed high airway pressure.

Manufacturer narrative:
(B)(4). The complaint rt380 adult dual-heated evaqua2 breathing circuit is currently en route to fisher & paykel healthcare for evaluation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Background: the rt380 adult dual heated evaqua2 breathing circuit is a dual limb breathing circuit where the inspiratory limb is connected to the mr290 humidification chamber port. The expiratory limb is connected to the ventilator. The mr290 humidification chamber is placed on the heaterbase and humidifies the air that passes through the chamber and into the inspiratory limb. The reported disconnection was between the rt380 inspiratory limb and the mr290 chamber port. Method: the complaint rt380 adult dual-heated evaqua2 breathing circuit and the mr290 humidification chamber used at the time of the reported incident were returned to fisher & paykel healthcare in (B)(4) for evaluation. They were visually inspected for any damage and the relevant manufacturing records were also examined. Furthermore, samples of rt380 inspiratory limb connectors and mr290 chamber ports from lots 130510 & 130520 (similar lot date to complaint device and from the same manufacturing processes) were taper tested. Results: visual inspection revealed no fault with the returned rt380 adult dual-heated evaqua2 breathing circuit. No damage or deformation was noted on the distal inspiratory limb connector or the ports on the returned mr290 chamber. A review of the manufacturing records revealed no issues related to the reported incident. All samples that were taper tested were within specification. A lot check revealed no other complaints of this nature for lot 130522 (the lot date of the complaint device). Conclusion: no fault was found with the returned devices. The hospital staff were able to use the subject rt380 circuit without any further issues after the reported incident. This suggests that the reported event was most likely due to user error. The connectors on the rt380 adult dual-heated evaqua2 breathing circuit and the chamber ports on the mr290 chamber are standard taper connections that comply with the requirements of iso 5356-1 "anaesthetic and respiratory equipment - conical connectors". Since the reported incident an fph representative has visited the hospital and has provided further training to the hospital staff on the use and setup of the rt380 adult dual-heated evaqua2 breathing circuit. The hospital further reported that the patient did not experience any "special consequence". All rt380 adult dual-heated evaqua2 breathing circuits are pressure tested and visually inspected prior to being released for distribution. Furthermore, a sample inspiratory limb connector is visually inspected and taper tested every hour. If the sample connector is out of specification it is discarded and the batch is placed on hold for investigation. The user instructions that accompany the rt380 breathing circuit state: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) representative that an rt380 adult dual heated evaqua breathing circuit disconnected from the heater base. It was further reported that the patient experienced a significant desaturation and the patient pulse was noted to be 39 beats. The hospital stated that the ventilator showed high airway pressure.